Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2013 and barbed suture was used to close the fascia. While attempting to anchor the suture, the fixation tab broke. A new suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. One side of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. Nothing unusual was noted about the fracture surface. The half of the fixation tab that sheared off from the rest of the device was not returned; the portion of the fixation tab remaining attached to the device. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.